Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation and motion artifact contributed to the false detection. The patient was reportedly not responsive at the time of the event. The response buttons were not pressed during the event. The patient is currently in the ICU and continues use of the lifevest. It is unclear if the patient was in the ICU at the time of the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4); electrode belt (B)(4): 05/2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).